Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 500 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual injection. Customer¿s current blood glucose level was 127 mg/dl. Customer was admitted to the (B)(6) hospital on (B)(6) 2018 at 5:30 pm due to diabetic ketoacidosis. Troubleshooting for high blood glucose was performed. Customer believed the auto mode feature was on and automatically delivering insulin at the time they experienced high blood glucose levels. Customer advised the infusion set cannula was bent which may have resulted in high blood glucose levels. The insulin pump will not be returned for analysis.